Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Both right and left hypogastric arteries were coil embolized during the procedure. No adverse events were noted and the procedure concluded without incident. On (B)(6) 2009, at the one-month follow-up, the aneurysm measured 57 mm x 50 mm. No adverse events were noted. On (B)(6) 2009, at the six-month follow-up, the aneurysm measured 62 mm x 50 mm though no endoleak was noted. A wait-and-watch approach was taken. On (B)(6) 2010, at the one-year follow-up, the aneurysm measured 58mm x 50 mm. No endoleak was seen. No further information was provided to gore.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.